Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported experiencing elevated blood glucose level in the evening of (B)(6) 2011, changed the infusion set and took correction via the infusion device with success. Pt stated during the night, at approx 4 am on (B)(6) 2011 his blood glucose level was 374 mg/dl, he changed the insulin cartridge and the infusion set, and took correction via the infusion device with success. Pt reported at breakfast his blood glucose level was 361 mg/dl, he took correction via the infusion device and then he worked "hard" in his garden. Pt's normal blood glucose level is 130 mg/dl. Pt stated his blood glucose level at 11 am was 320 mg/dl and he noticed unk noises from the piston rod (click/knock) on the infusion device. Pt reported he thinks the infusion device delivers the basal rate incorrectly; only delivers the bolus correctly. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.